Event description:
No additional information.

Manufacturer narrative:
Photos received for investigation. Through visual inspection, cracked barrel is observed. No other defects or issues observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with component misalignment and some parts becoming entangled. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 5ml s/t s/su plunger rod was broken / damaged. The following information was provided by the initial reporter translated from spanish to english: in the event of negative pressures at the time of venipuncture or arterio-puncture, air enters on a large scale in front of the upward movement of the the plunger, impeding the extraction and generating a new injury to the patient. The plunger seems to slide without generating vacuum. Bubbling in continuous venipuncture, with damage to the sample due to turbulence and hemolysis invalidating it. Fissure in the syringe with blood spillage during venipuncture.